Event description:
The gdc 10-2d 2-diameter synerg detection circuit got stuck in the distal lumen of the prowler-14 microcatheter. When the physician attempted to advance/retrieve this product in the microcatheter, the coil prematurely detached. This particular coil was the 5th coil in the procedure. All devices were removed successfully and there was no injury reported.